Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore in situ measurements show the most basal channels with high impedance (hi) status prior to the suspected mechanical impact. A cause for the hi channel cannot be determined. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient suddenly lost hearing sensation with the device. No trauma was reported. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly lost hearing sensation with the device. No trauma is reported. Re-implantation is scheduled.